Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experience occlusion alarm event on (B)(6) 2026. The occlusion was at site. This led to high blood glucose level and treated with correction bolus via pump.